Manufacturer narrative:
One pump was returned for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The event history log was reviewed and error code of 41541 was noted. The reported issue was not able to be duplicated, therefore the customer's complaint was not confirmed. However fluid ingression was found on the latch/lock sensor, and was replaced. The root cause was determined to be the latch/lock sensor. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd solis vip was alarming cassette not attached. No patient injury resulted.